Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked due a hole in the ¿extensor¿ (not further specified) while in use on a patient. The solution set was being used to deliver saline to the patient. The leak was identified when saline solution fell onto the patient¿s face. As a result, the patient washed their face. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.